Event description:
It was reported that a user of the ilet experienced persistent high blood glucose reported at 400 mg/dl after a site and cartridge change, and a pre-filled fiasp insulin cartridge was found leaking during troubleshooting. The user had previously run out of insulin and then replaced the cartridge. Symptoms included dry mouth and skin irritation consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Customer care provided support that included agent-guided troubleshooting, and a goodwill replacement order. Investigation of this case revealed that the insulin delivery issue was attributable to a leaking cartridge, which likely contributed to inadequate insulin delivery and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a leaking insulin cartridge leading to under-delivery of insulin.